Event description:
It was reported that the bd eclipsetm needle 23g x 1"tw safety mechanism failed. The following information was provided by the initial reporter: "when attempting to engage safety lock on a 23 g needle, the needle and cap disconnected from syringe and safety did not engage. No one was injured."

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Updated codes.

Event description:
Imdrf codes must be updated.